Manufacturer narrative:
The coil was returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of concerto coil non-detachment during a procedure. The patient was undergoing coil embolization of an unruptured aneurysm in the splenic artery. Vessel tortuosity was described as moderate. A continuous flush was not maintained during the procedure. It was reported that the coil was advanced through the catheter to the deployment site. The coil was deployed into the vessel. Detachment was attempted multiple times using an instant detacher without success. Afterward, manual detachment was attempted multiple times via the hypotube also without success. The coil was removed from the patient. There were no reports of patient injury in association with this event.

Manufacturer narrative:
Two coils were returned for evaluation inside of a cardboard box and within a biohazard bag. The biohazard bag contained the coils inside of an opened concerto coil inner pouch. The instant detacher was not returned for evaluation as it was discarded. (Coil 1): the tack weld replacement (twr) crimps and the pushwire distal to the break indicator, at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at approximately 1.0cm and 7.5cm from the proximal end. There was an appearance of blood on the pushwire and within the proximal end of the introducer sheath. The implant coil appeared to be damaged within the introducer sheath. The coil was removed from the introducer sheath. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was found to be still attached to the pushwire. The implant coil was found to be damaged and had lost its original shape. All other subassemblies appeared to be normal and no other anomalies were observed. An in-house instant detacher was selected for testing with the coil. The instant detacher successfully was successful at detaching the implant coil on the first attempt without difficulty. (Coil 2): the tack weld replacement (twr) c rimps and the pushwire distal to the break indicator, at the manual detachment location (via hypotube) were found to be intact. There was an appearance of blood on the pushwire and within the proximal end of the introducer sheath. The pushwire was found to be bent at approximately 172.5cm and 173.2cm from the proximal end within the introducer sheath with the appearance of blood present. In addition, the pushwire was found to be bent at approximately 181.5cm from the proximal end within the introducer sheath. The implant coil appeared to be damaged within the introducer sheath with the appearance of blood present. The ¿wave-lock¿ portion of the introducer sheath was found to be distal to the implant coil with the appearance of more blood present. During evaluation, the coil was removed from the introducer sheath. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be present, and the implant coil was found to be still attached to the pushwire. The implant coil was found to be damaged and had lost its original shape. An in-house instant detacher was selected for testing with the coil. The implant coil failed to detach from the pushwire after 3 attempts. During testing, the pushwire was intentionally broken distal to the break indicator (for a manual detachment attempt), and the release wire was pulled out from the pushwire for evaluation of the coin. Difficulty was encountered pulling the release wire out from the pushwire; however, the implant coil detached as intended. The detach element was then removed from the implant coil for evaluation. The detach element was found to be bent; however, the detachment ball was found to be within specification = 0.0038" +/- 0.00010". The detachment ball was measured to be 0.0038". The coin was measured in 3 locations per (B)(4) rev. L, and was found to be within specifications. Specification dimensions for the coin are: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm. Measured 0.076mm @ 0.063mm; measured 0.091mm @ 0.127mm; measured 0.092mm @ 0.275mm. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. The lumen stop inner diameter (ID) was measured to be 0.00268". The retainer ring inner diameter (ID) was measured and found to be within specification. Specification dimension for the retainer ring inner diameter = 0.00455"+/- 0.00010 ". It was measured 0.00455". In regards to coil 1, the cause for the event could not be determined. No evidence was found of a manual detachment attempt, and the implant coil detached from its pushwire on the first attempt with an in-house instant detacher. Regarding the second coil, no evidence was found of a manual detachment attempt. The failure to utilize continuous flush likely led to the damages to the pushwire, which likely prevented the release wire from pulling back and led to the reported event. However, the implant coil successfully detached from its pushwire during testing; however difficulty was encountered pulling back on the release wire. If information is provided in the future, a supplemental report will be issued.